Manufacturer narrative:
Reason for reoperation: migration.

Event description:
Healthcare professional reported exchange due to "displacement". Healthcare professional later reported "chronic displacement with lateral migration and discomfort." Patient was prescribed acetaminophen. This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Event description:
Healthcare professional reported exchange due to "displacement". This record is for the left side. Device was explanted.